Event description:
A malfunction was reported with a code of malf 12, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Support provided information to reset the pump, which the caller successfully did, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.